Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the full height cubie drawer 6 not detected on bus.As per part investigation, it was determined that physical damage on ASSY RETRACTOR DWR HH CUBIE, which may have caused the conditions for an overcurrent on the component Q601 of the PCBA DWR CNTLR v1.10/v1, generating a thermal event that melted through its plastic casing.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 24-NOV-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of Medstation ES full height (FH) cubie drawer 6 not detected on bus was confirmed by the Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process. According to Work Order (WO) (b)(4), the Field Service Engineer (FSE) reported that replaced the FH Cubie drawer row board retractor band and drawer controller board. Tested and released to customer. Performed Hardware Test Application (HTA) software diagnostic. Customer performed multiple drawer inventories. Replace Half Height (HH) Cubie drawer, reconfigured, tested and released to customer. Performed HTA software diagnostic. Customer performed multiple drawer inventories. During DCHU Visual Inspection: P/N 151622-01: The part was received with no signs of physical damage, fluid ingress or missing components. However, thermal damage was detected on component Q601. A closer inspection was conducted using a stereo microscope, which revealed thermal damage on the component. P/N 353844-01: The part was received with physical damage on a detached component. During DCHU Testing: P/N 151622-01: Since thermal damage was detected during visual inspection, no additional testing was performed. P/N 353844-01: Since physical damage was detected during visual inspection, no additional testing was performed The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause was determined to be physical damage on ASSY RETRACTOR DWR HH CUBIE, which may have caused the conditions for an overcurrent on the component Q601 of the PCBA DWR CNTLR v1.10/v1, generating a thermal event that melted through its plastic casing.